Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that for the afib procedure, set up was done as usual. The bi-plan fluro is always place at the beginning of the case before the mapping phase without moving the c-arm. Angulation. Map was perform with the pentaray catheter and the ablation catheter was brought in the region of the ridge confirm the ridge by putting tag on it. 2 minutes after tried to come back at the same region to do ablation on it and the same tag was unsuccessfully achievable. A map shift was suspected. There was no learn new, no patch movement, and no pt movement. A new map was used to be perform with the pentaray for the left and then the right veins. The delay was 4 minutes without complication. Successful ablation. There were no patient consequences. Device investigation details: an investigation was initiated by the manufacturer for this issue. The data was requested for investigation, but no data related to the issue was provided. According to the bwi representative, the data is no longer available. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. It was confirmed that the source to intensifier distance (sid) measurement and metal detection tests was performed. No anomaly was shown. Planned maintenance (pm) was performed on the system. The system is fully functional and ready for clinical use. The history of customer complaints reported during the last year and associated with carto 3 system #10211 was reviewed. 1 similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system #10211, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref: # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported that for the afib procedure, set up was done as usual. The bi-plan fluro is always place at the beginning of the case before the mapping phase without moving the c-arm. Angulation. Map was perform with the pentaray catheter and the ablation catheter was brought in the region of the ridge confirm the ridge by putting tag on it. 2 minutes after tried to come back at the same region to do ablation on it and the same tag was unsuccessfully achievable. A map shift was suspected. There was no learn new, no patch movement, and no pt movement. A new map was used to be perform with the pentaray for the left and then the right veins. The delay was 4 minutes without complication. Successful ablation. There were no patient consequences. The issue was discovered when returning at the same place with the ablation catheter and no errors. The issue occurred during mapping and the difference was a few mm. There was no cardioversion and no patient movement.